Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman laa closure device and delivery system (wds) was used and the closure device was deployed. The laa was too large, the position was not correct so it was fully recaptured. After the closure device was removed from the patient, a kink was noticed in the tip of the was. The procedure was not completed. There were no patient complications and the patient was stable.